Manufacturer narrative:
Patient ID, date of birth/age, and weight were not provided for reporting. Date of event is unknown. Additional device product code used: mnh, mni, kwq, kwp. (B)(4). Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Patient contact number is unknown. (B)(4). Device history records review was completed for sterile part# 04.616.740s, lot# 9697739. Manufacturing location: (B)(4), manufacturing date: oct 23, 2015, expiry date: oct 01, 2025. Non-sterile part# 04.616.740, lot# 9874067. Manufacturing location: (B)(4), release to warehouse date: aug 12, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent initial surgery for degenerative disease. On (B)(6) 2017, patient underwent replacement surgery and the surgeon set ¿distractor tip, for bone screws¿. During the distraction, however, the distractor came off the screw. Although the surgeon tried to reconnect the distractor tip and the screw, it did not work. He checked the upper part of the screw and found that the surface of the screw had been broken. He used a replacing screw and completed the surgery with a 15-minute delay. There was no adverse consequence to the patient. Intraoperative events occurred during initial surgery are captured under (B)(4). Reported concomitant devices: distractor tip for bone screws (part# 03.632.083, quantity 1). Toothed rack retractor, for matrix (part# 03.632.087, quantity 1). Screw head (part# 04.632.001s, lot# h152256, quantity 1). This report is for one (1) 7.0 mm ti cannulated matrix screw 40 mm thread length. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Screw head (part# 04.632.001s, lot# h152256, quantity 1) was reported as concomitant initially. This device is not concomitant as the screw head became loose from the screw shaft. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw head became loose from the screw shaft. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, during revision surgery on (B)(6) 2017, there was a screw malfunction. While the surgeon was applying parallel pressure with a matrix distractor to a matrix screw, the distractor tip came off the screw. He tried to reconnect the distractor tip to the screw, but couldn¿t. He checked the upper part of the screw and found the surface of the synthes had been broken. He replaced the screw and completed the surgery with a 15-minute delay. There was no adverse consequence to the patient. Concomitant devices reported: ti matrix top loading polyaxial head (part 04.632.001, lot number unknown, quantity 1); distractor tip for matrix detachable holding sleeve (part 03.632.083, lot number unknown, quantity 1); matrix distractor rack (part 03.632.087, lot number unknown, quantity 1); rod (part number unknown, lot number unknown, quantity unknown).

Manufacturer narrative:
A manufacturing investigation was performed. The received two (2) parts (04.616.740s / 9697739, 04.632.001 / h152256) were forwarded to the responsible manufacturing site for investigation. Upon visual inspection the screw with body assembly attached functions as designed with screw capable of full 360° articulation. After second cleaning, blood is visible in cannulation. Dis-assembly not required; no relevant features are hidden by product being assembled. Since all features relevant to complaint condition are damaged and a device history record (DHR) reviewed showed no anomalies in manufacture of product, and product performs as designed with full articulation and first use in surgery product performed as designed but was received with torn m6.5 x 0.75 ¿ 6h thread, the complaint is confirmed but not valid from a manufacturing perspective. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. No product fault could be detected. No corrective action required. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.